Event description:
It was reported that during a total knee replacement surgery the blade broke. It was also reported that an x-ray was performed to confirm that no broken parts remained in the pt. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was visually confirmed that both tabs were broken at the mount section of the blade. The returned blade was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is multi factorial.